Event description:
It was reported that the customer received several no delivery alarms. The customer's blood glucose was 469 mg/dl. The customer treated herself with water and a manual injection. The customer stated that the night prior she had diabetic ketoacidosis. The customer was unable to troubleshoot because she was at work without any supplies. Advised to do a complete set change as soon as possible. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.